Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause is unknown. The customer was subsequently hospitalized and may have had seizures. The customer left the hospital later that day with a stabilized bg level. No additional details were reported for this event. Additionally, it was reported that the customer's pump would not turn back on. The customer reverted to an alternate method of insulin therapy.